Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump's battery compartment had a crushed spring and caused a blank display. Customer's blood glucose level was within 100 mg/dl and 125 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly on the interface board however; reconnecting battery tube connector on the interface board the operating currents were normal. The insulin pump passed self-test. Unable to verify for unexpected low reservoir alarm and perform a21, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to blank display. The insulin pump had cracked reservoir tube lip and cracked battery tube threads. No damage was found on the battery tube spring noted.